Event description:
It was reported that the patient presented for an explant procedure. Prior to the procedure, it was noted that the atrial lead exhibited low pacing impedance and decreased sensing. The atrial lead was explanted and replaced. The patient was in stable condition throughout the procedure.